Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extension tubing was also returned. One kink was found on the catheter tubing near the y-fitting approximately 76.2 cm from the iab tip. - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and one leak was detected on the membrane approximately 1.5 cm from the rear seal measuring 0.025 cm in length. The reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation confirmed the reported problem. An abrasion leak is a common failure mode caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that the intra aortic balloon was inserted on (B)(6) 2016. Sutures were secured. On (B)(6) 2016 the pump alarmed "check iab catheter". While trouble- shooting the helium shuttle tube was found to have dry blood flakes in it. The manufacturer was contacted and the patient's hip was hyperextended as per their instructions and the alarming stopped. However, we were instructed to remove the device due to blood leak. Manufacturer became aware on 07mar2017 that there was a patient death. Patient death was unattributed to the device.